Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a part of one of the springs broken off (during removal procedure)'), embedded device ('when I woke from the fallopian tube removal I was informed that some of the device had embedded in uterus') and dyspareunia ('dyspareunia') in a 34-year-old female patient who had essure (batch no. B09702) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient seen for first review some 16 months post procedure" in (B)(6) 2015 and device physical property issue "right device had become distorted" (seriousness criteria medically significant and intervention required). The patient's medical history included postpartum depression (with previous child) in 2011, uti (completing antibiotics for a uti diagnosed end of september. Still has proteinuria and irritable uterus) in 2011, uti (rx- ampicillin 250mg qid) in 1993, gravida, parity, lower gastrointestinal haemorrhage (painful history of pr [interpreted as per rectal] bleeding for approximately 2 years since the birth of her child), external hemorrhoids (causes some discomfort and itching. Pr examination today showed no palpable masses or blood on the glove. On proctoscopy there was a small hemorrhoid for which was amenable to banding. There was no pain on application of the band to the hemorrhoid) and constipation (tried suppositories and topical creams and this has made no improvement). Previously administered products included for an unreported indication: citalopram. Concurrent conditions included sleep disturbance. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("constant pain"). In (B)(6) 2014, the patient experienced abdominal pain ("severe abdominal pain"), abdominal tenderness ("abdominal tenderness"), vaginal haemorrhage ("vaginal bleeding"), vaginal disorder ("vaginal dysfunction"), rectal haemorrhage ("rectal bleeding"), functional gastrointestinal disorder ("rectal dysfunction") and urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced coital bleeding ("post coital bleeding"), 1 year 7 months after insertion of essure. On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced abdominal pain lower ("lower abdominal pain"). On (B)(6) 2017, the patient experienced urticaria ("mild urticarial rash/ widespread florid urticarial rash"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), metrorrhagia ("bleeding in between periods/intermenstrual bleeding"), complication of device removal ("one essure device broken off and was embedded in uterus and could not be safely removed /difficulties removing"), pollakiuria ("increased urinary frequency"), micturition urgency ("increased urinary urgency"), stress incontinence ("stress incontinence"), adjustment disorder ("adjustment disorder") with depressed mood, anxiety and sleep disorder, stress urinary incontinence ("stress urinary incontinence secondary to pelvic floor dysfunction/ she leaks urine at specific times") and pelvic floor dysfunction ("pelvic floor dysfunction"). The patient was treated with chlorphenamine maleate (piriton), fluoxetine, hydrocortisone and surgery (hysterectomy performed on (B)(6) 2017 and laparoscopic fallopian tube removal on (B)(6) 2016). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, dyspareunia, pelvic pain, abdominal pain, abdominal tenderness, metrorrhagia, vaginal haemorrhage, vaginal disorder, complication of device removal, rectal haemorrhage, functional gastrointestinal disorder, urinary tract infection, pollakiuria, micturition urgency, stress incontinence, coital bleeding, abdominal pain lower, urticaria, stress urinary incontinence and pelvic floor dysfunction outcome was unknown and the adjustment disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal tenderness, adjustment disorder, coital bleeding, complication of device removal, device breakage, dyspareunia, embedded device, functional gastrointestinal disorder, metrorrhagia, micturition urgency, pelvic floor dysfunction, pelvic pain, pollakiuria, rectal haemorrhage, stress incontinence, urinary tract infection, urticaria, vaginal disorder, vaginal haemorrhage and stress urinary incontinence to be related to essure. The reporter commented: the standard review at 3 months post insertion procedure, but first review in (B)(6) 2015, some 16 months post procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2014: insertion details: essure sterilization, uncomplicated. Visible coils: 5 left, 5 right. Laparoscopy - on an unknown date: laparoscopy with bilateral salpingectomy and removal of essure sterilization devices. Procedure completed without event. Pathology test - on (B)(6) 2017: pathologist's report received a uterus and cervix weighing 124 g and measuring 90 x 55 x 45 mm. On sectioning a coil shaped fragment of foreign material was identified within the origin of the right fallopian tube. The left fallopian tube origin was unremarkable. On sectioning the cervix and uterus no abnormalities were identified. Histology of the cervix shows squamous metaplasia but no evidence of cin, cgin or invasive malignancy. Sections from the uterus show secretory phase endometrium but no hyperplasia or malignancy. A fragment of coil shaped foreign material was found at the origin of the right fallopian tube in keeping with the history of essure sterilization. The origin of both fallopian tubes appear dilated but there is no evidence of inflammation or foreign body reaction. Uterus, secretory endometrium; cervix no diagnosis. Scan - on (B)(6) 2014: the urinary bladder was moderately well filled and appears ultrasonically normal. The uterus was of normal size shape and position. The endometriurn measures 3 mm. Both ovaries are seen and appear ultrasonically normal. No masses or fluid collections are demonstrated. Conclusion: a normal ultrasound study; in (B)(6) 2015: one of the essure springs was not where it meant to be; in (B)(6) 2015: internal scan showed the right device had become distorted. Smear cervix - on (B)(6) 2014: borderline nuclear changes - hpv 16, hpv 18 not detected but other hr-hpv detected; on (B)(6) 2014: severe dyskaryosis suggesting severe dysplasia (cin iii). Ultrasound scan vagina - on (B)(6) 2015: regular endometrium, right and left ovaries normal with no free fluid. Confirmed good placement of the essure devices in both tubes. X-ray - in (B)(6) 2014: nothing abnormal was detected. Lot number: b09702, manufacture date: 2013-03 ,expiration date: 2016-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2020: mental state examination result was provided by the lawyer, outcome for event adjustment disorder, low mood, anxiety and worsening of sleeping disorder was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a part of one of the springs broken off (during removal procedure)'), embedded device ('when I woke from the fallopian tube removal I was informed that some of the device had embedded in uterus') and dyspareunia ('dyspareunia') in a 34-year-old female patient who had essure (batch no. B09702) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient seen for first review some 16 months post procedure" in august 2015 and device physical property issue "right device had become distorted" (seriousness criteria medically significant and intervention required). The patient's medical history included postpartum depression (happened before with previous child.) In 2011, uti (completing antibiotics for a uti diagnosed end of september. Still has proteinuria and irritable uterus.) In 2011, uti (rx- ampicillin 250mg qid) in 1993, gravida, parity, lower gastrointestinal haemorrhage (painful history of pr bleeding for approximately 2 years since the birth of her child), external hemorrhoids (causes some discomfort and itching. Pr examination today showed no palpable masses or blood on the glove. On proctoscopy there was a small hemorrhoid for which was amenable to banding. There was no pain on application of the band to the hemorrhoid.) And constipation (has tried suppositories and topical creams and this has made no improvement.). Previously administered products included for an unreported indication: citalopram. Concurrent conditions included sleep disturbance. Concomitant products included fluoxetine. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("constant pain"). In september 2014, the patient experienced abdominal pain ("severe abdominal pain"), abdominal tenderness ("abdominal tenderness"), vaginal haemorrhage ("vaginal bleeding"), vaginal disorder ("vaginal dysfunction"), rectal haemorrhage ("rectal bleeding"), functional gastrointestinal disorder ("rectal dysfunction") and urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced coital bleeding ("post coital bleeding"), 1 year 7 months after insertion of essure. On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In february 2016, the patient experienced abdominal pain lower ("lower abdominal pain"). On (B)(6) 2017, the patient experienced urticaria ("mild urticarial rash/ widespread florid urticarial rash"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), metrorrhagia ("bleeding in between periods/intermenstrual bleeding"), complication of device removal ("one essure device broken off and was embedded in uterus and could not be safely removed /difficulties removing"), pollakiuria ("increased urinary frequency"), micturition urgency ("increased urinary urgency"), stress incontinence ("stress incontinence"), adjustment disorder ("adjustment disorder") with depressed mood, anxiety and sleep disorder, stress urinary incontinence ("stress urinary incontinence secondary to pelvic floordysfunction"), pelvic floor dysfunction ("pelvic floor dysfunction") and urinary incontinence ("she leaks urine at specific times"). The patient was treated with chlorphenamine maleate (piriton), hydrocortisone, surgery (hysterectomy performed on (B)(6) 2017, laparoscopic fallopian tube removal on (B)(6) 2016 and laparoscopic hysterectomy) and laparoscopic bilateral salpingectomy. Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, embedded device, dyspareunia, pelvic pain, abdominal pain, abdominal tenderness, metrorrhagia, vaginal haemorrhage, vaginal disorder, complication of device removal, rectal haemorrhage, functional gastrointestinal disorder, urinary tract infection, pollakiuria, micturition urgency, stress incontinence, coital bleeding, abdominal pain lower, urticaria, stress urinary incontinence, pelvic floor dysfunction and urinary incontinence outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal tenderness, adjustment disorder, coital bleeding, complication of device removal, device breakage, dyspareunia, embedded device, functional gastrointestinal disorder, metrorrhagia, micturition urgency, pelvic floor dysfunction, pelvic pain, pollakiuria, rectal haemorrhage, stress incontinence, urinary incontinence, urinary tract infection, urticaria, vaginal disorder, vaginal haemorrhage and stress urinary incontinence to be related to essure. No further causality assessment were provided for the product. The reporter commented: the standard review at 3 months post insertion procedure, but first review in august 2015, some 16 months post procedure. Pathologist's report received a uterus and cervix weighing 124 g and measuring 90 x 55 x 45 mm. On sectioning a coil shaped fragment of foreign material was identified within the origin of the right fallopian tube. The left fallopian tube origin was unremarkable. On sectioning the cervix and uterus no abnormalities were identified. Histology of the cervix shows squamous metaplasia but no evidence of cin, cgin or invasive malignancy. Sections from the uterus show secretory phase endometrium but no hyperplasia or malignancy. A fragment of coil shaped foreign material was found at the origin of the right fallopian tube in keeping with the history of essure sterilization. The origin of both fallopian tubes appear dilated but there is no evidence of inflammation or foreign body reaction. Uterus secretory endometrium see above cervix no diagnosis. Insertion details: (B)(6) 2014 essure sterilization, uncomplicated visible coils: 5 left, 5 right removal details: (b)6) 2016 laparoscopy with bilateral salpingectomy and removal of essure sterilization devices. Procedure completed without event. Diagnostic results (normal ranges are provided in parenthesis if available): scan - on (B)(6) 2014: the urinary bladder was moderately well filled and appears ultrasonically normal. The uterus was of normal size shape and position. The endometrium measures 3 mm both ovaries are seen and appear ultrasonically normal. No masses or fluid collections are demonstrated. Conclusion. A normal ultrasound study.; in august 2015: one of the essure springs was not where it meant to be; in september 2015: internal scan showed the right device had become distorted. Smear cervix - on (B)(6) 2014: borderline nuclear changes hpv 16, hpv 18 not detected but other hr-hpv detected; on (B)(6) 2014: severe dyskaryosis suggesting severe dysplasia (cin iii). Ultrasound scan vagina - on (B)(6) 2015: revealed a regular endometrium, right and left ovaries were normal with no free fluid. Confirmed good placement of the essure devices in both tubes.. X-ray - in november 2014: nothing abnormal was detected. Lot number: b09702 manufacture date: 2013-03 expiration date: 2016-03 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case.a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a part of one of the springs broken off (during removal procedure)'), embedded device ('when I woke from the fallopian tube removal I was informed that some of the device had embedded in uterus') and dyspareunia ('dyspareunia') in a 34-year-old female patient who had essure (batch no. B09702) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient seen for first review some 16 months post procedure" in (B)(6) 2015 and device physical property issue "right device had become distorted" (seriousness criteria medically significant and intervention required). The patient's medical history included postpartum depression (with previous child) in 2011, uti (completing antibiotics for a uti diagnosed end of september. Still has proteinuria and irritable uterus) in 2011, uti (rx- ampicillin 250mg qid) in 1993, gravida, parity, lower gastrointestinal haemorrhage (painful history of pr [interpreted as per rectal] bleeding for approximately 2 years since the birth of her child), external hemorrhoids (causes some discomfort and itching. Pr examination today showed no palpable masses or blood on the glove. On proctoscopy there was a small hemorrhoid for which was amenable to banding. There was no pain on application of the band to the hemorrhoid) and constipation (tried suppositories and topical creams and this has made no improvement). Previously administered products included for an unreported indication: citalopram. Concurrent conditions included sleep disturbance. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("constant pain"). In (B)(6) 2014, the patient experienced abdominal pain ("severe abdominal pain"), abdominal tenderness ("abdominal tenderness"), vaginal haemorrhage ("vaginal bleeding"), vaginal disorder ("vaginal dysfunction"), rectal haemorrhage ("rectal bleeding"), functional gastrointestinal disorder ("rectal dysfunction") and urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced coital bleeding ("post coital bleeding"), 1 year 7 months after insertion of essure. On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced abdominal pain lower ("lower abdominal pain"). On (B)(6) 2017, the patient experienced urticaria ("mild urticarial rash/ widespread florid urticarial rash"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), metrorrhagia ("bleeding in between periods/intermenstrual bleeding"), complication of device removal ("one essure device broken off and was embedded in uterus and could not be safely removed /difficulties removing"), pollakiuria ("increased urinary frequency"), micturition urgency ("increased urinary urgency"), stress incontinence ("stress incontinence"), adjustment disorder ("adjustment disorder") with depressed mood, anxiety and sleep disorder, stress urinary incontinence ("stress urinary incontinence secondary to pelvic floor dysfunction/ she leaks urine at specific times") and pelvic floor dysfunction ("pelvic floor dysfunction"). The patient was treated with chlorphenamine maleate (piriton), fluoxetine, hydrocortisone and surgery (hysterectomy performed on (B)(6) 2017 and laparoscopic fallopian tube removal on (B)(6) 2016). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, dyspareunia, pelvic pain, abdominal pain, abdominal tenderness, metrorrhagia, vaginal haemorrhage, vaginal disorder, complication of device removal, rectal haemorrhage, functional gastrointestinal disorder, urinary tract infection, pollakiuria, micturition urgency, stress incontinence, coital bleeding, abdominal pain lower, urticaria, stress urinary incontinence and pelvic floor dysfunction outcome was unknown and the adjustment disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal tenderness, adjustment disorder, coital bleeding, complication of device removal, device breakage, dyspareunia, embedded device, functional gastrointestinal disorder, metrorrhagia, micturition urgency, pelvic floor dysfunction, pelvic pain, pollakiuria, rectal haemorrhage, stress incontinence, urinary tract infection, urticaria, vaginal disorder, vaginal haemorrhage and stress urinary incontinence to be related to essure. No further causality assessment were provided for the product. The reporter commented: the standard review at 3 months post insertion procedure, but first review in (B)(6) 2015, some 16 months post procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2014: insertion details: essure sterilization, uncomplicated. Visible coils: 5 left, 5 right. Laparoscopy - on an unknown date: laparoscopy with bilateral salpingectomy and removal of essure sterilization devices. Procedure completed without event. Pathology test - on (B)(6) 2017: pathologist's report received a uterus and cervix weighing 124 g and measuring 90 x 55 x 45 mm. On sectioning a coil shaped fragment of foreign material was identified within the origin of the right fallopian tube. The left fallopian tube origin was unremarkable. On sectioning the cervix and uterus no abnormalities were identified. Histology of the cervix shows squamous metaplasia but no evidence of cin, cgin or invasive malignancy. Sections from the uterus show secretory phase endometrium but no hyperplasia or malignancy. A fragment of coil shaped foreign material was found at the origin of the right fallopian tube in keeping with the history of essure sterilization. The origin of both fallopian tubes appear dilated but there is no evidence of inflammation or foreign body reaction. Uterus, secretory endometrium; cervix no diagnosis. Scan - on (B)(6) 2014: the urinary bladder was moderately well filled and appears ultrasonically normal. The uterus was of normal size shape and position. The endometriurn measures 3 mm. Both ovaries are seen and appear ultrasonically normal. No masses or fluid collections are demonstrated. Conclusion: a normal ultrasound study; in (B)(6) 2015: one of the essure springs was not where it meant to be; in (B)(6) 2015: internal scan showed the right device had become distorted. Smear cervix - on (B)(6) 2014: borderline nuclear changes - hpv 16, hpv 18 not detected but other hr-hpv detected; on (B)(6) 2014: severe dyskaryosis suggesting severe dysplasia (cin iii). Ultrasound scan vagina - on (B)(6) 2015: regular endometrium, right and left ovaries normal with no free fluid. Confirmed good placement of the essure devices in both tubes. X-ray - in (B)(6) 2014: nothing abnormal was detected. Lot number: b09702, manufacture date: 2013-03, expiration date: 2016-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a part of one of the springs broken off (during removal procedure)'), embedded device ('when I woke from the fallopian tube removal I was informed that some of the device had embedded in uterus') and dyspareunia ('dyspareunia') in a 34-year-old female patient who had essure (batch no. B09702) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient seen for first review some 16 months post procedure" in (B)(6) 2015 and device physical property issue "right device had become distorted" (seriousness criteria medically significant and intervention required). The patient's medical history included postpartum depression (with previous child) in 2011, uti (completing antibiotics for a uti diagnosed end of september. Still has proteinuria and irritable uterus) in 2011, uti (rx- ampicillin 250mg qid) in 1993, gravida, parity, lower gastrointestinal haemorrhage (painful history of pr [interpreted as per rectal] bleeding for approximately 2 years since the birth of her child), external hemorrhoids (causes some discomfort and itching. Pr examination today showed no palpable masses or blood on the glove. On proctoscopy there was a small hemorrhoid for which was amenable to banding. There was no pain on application of the band to the hemorrhoid) and constipation (tried suppositories and topical creams and this has made no improvement). Previously administered products included for an unreported indication: citalopram. Concurrent conditions included sleep disturbance. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("constant pain"). In (B)(6) 2014, the patient experienced abdominal pain ("severe abdominal pain"), abdominal tenderness ("abdominal tenderness"), vaginal haemorrhage ("vaginal bleeding"), vaginal disorder ("vaginal dysfunction"), rectal haemorrhage ("rectal bleeding"), functional gastrointestinal disorder ("rectal dysfunction") and urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced coital bleeding ("post coital bleeding"), 1 year 7 months after insertion of essure. On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced abdominal pain lower ("lower abdominal pain"). On (B)(6) 2017, the patient experienced urticaria ("mild urticarial rash/ widespread florid urticarial rash"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), metrorrhagia ("bleeding in between periods/intermenstrual bleeding"), complication of device removal ("one essure device broken off and was embedded in uterus and could not be safely removed /difficulties removing"), pollakiuria ("increased urinary frequency"), micturition urgency ("increased urinary urgency"), stress incontinence ("stress incontinence"), adjustment disorder ("adjustment disorder") with depressed mood, anxiety and sleep disorder, stress urinary incontinence ("stress urinary incontinence secondary to pelvic floor dysfunction/ she leaks urine at specific times") and pelvic floor dysfunction ("pelvic floor dysfunction"). The patient was treated with chlorphenamine maleate (piriton), fluoxetine, hydrocortisone and surgery (hysterectomy performed on (B)(6) 2017 and laparoscopic fallopian tube removal on (B)(6) 2016). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, dyspareunia, pelvic pain, abdominal pain, abdominal tenderness, metrorrhagia, vaginal haemorrhage, vaginal disorder, complication of device removal, rectal haemorrhage, functional gastrointestinal disorder, urinary tract infection, pollakiuria, micturition urgency, stress incontinence, coital bleeding, abdominal pain lower, urticaria, stress urinary incontinence and pelvic floor dysfunction outcome was unknown and the adjustment disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal tenderness, adjustment disorder, coital bleeding, complication of device removal, device breakage, dyspareunia, embedded device, functional gastrointestinal disorder, metrorrhagia, micturition urgency, pelvic floor dysfunction, pelvic pain, pollakiuria, rectal haemorrhage, stress incontinence, urinary tract infection, urticaria, vaginal disorder, vaginal haemorrhage and stress urinary incontinence to be related to essure. The reporter commented: the standard review at 3 months post insertion procedure, but first review in (B)(6) 2015, some 16 months post procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2014: insertion details: essure sterilization, uncomplicated. Visible coils: 5 left, 5 right. Laparoscopy - on an unknown date: laparoscopy with bilateral salpingectomy and removal of essure sterilization devices. Procedure completed without event. Pathology test - on (B)(6) 2017: pathologist's report. Received a uterus and cervix weighing 124 g and measuring 90 x 55 x 45 mm. On sectioning a coil shaped fragment of foreign material was identified within the origin of the right fallopian tube. The left fallopian tube origin was unremarkable. On sectioning the cervix and uterus no abnormalities were identified. Histology of the cervix shows squamous metaplasia but no evidence of cin, cgin or invasive malignancy. Sections from the uterus show secretory phase endometrium but no hyperplasia or malignancy. A fragment of coil shaped foreign material was found at the origin of the right fallopian tube in keeping with the history of essure sterilization. The origin of both fallopian tubes appear dilated but there is no evidence of inflammation or foreign body reaction. Uterus, secretory endometrium; cervix no diagnosis. Scan - on (B)(6) 2014: the urinary bladder was moderately well filled and appears ultrasonically normal. The uterus was of normal size shape and position. The endometriurn measures 3 mm. Both ovaries are seen and appear ultrasonically normal. No masses or fluid collections are demonstrated. Conclusion: a normal ultrasound study; in (B)(6) 2015: one of the essure springs was not where it meant to be; in september 2015: internal scan showed the right device had become distorted. Smear cervix - on (B)(6) 2014: borderline nuclear changes - hpv 16, hpv 18 not detected but other hr-hpv detected; on (B)(6) 2014: severe dyskaryosis suggesting severe dysplasia (cin iii). Ultrasound scan vagina - on (B)(6) 2015: regular endometrium, right and left ovaries normal with no free fluid. Confirmed good placement of the essure devices in both tubes. X-ray - in (B)(6) 2014: nothing abnormal was detected. Lot number: b09702, manufacture date: 2013-03, expiration date: 2016-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: imdrf-FDA synchronization. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a part of one of the springs broken off (during removal procedure)'), embedded device ('when I woke from the fallopian tube removal I was informed that some of the device had embedded in uterus') and dyspareunia ('dyspareunia') in a 34-year-old female patient who had essure (batch no. B09702) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient seen for first review some 16 months post procedure" in august 2015 and device physical property issue "right device had become distorted" (seriousness criteria medically significant and intervention required). The patient's medical history included postpartum depression (happened before with previous child.) In 2011, uti (completing antibiotics for a uti diagnosed end of september. Still has proteinuria and irritable uterus.) In 2011, uti (rx- ampicillin 250mg qid) in 1993, gravida, parity, lower gastrointestinal haemorrhage (painful history of pr bleeding for approximately 2 years since the birth of her child), external hemorrhoids (causes some discomfort and itching. Pr examination today showed no palpable masses or blood on the glove. On proctoscopy there was a small hemorrhoid for which was amenable to banding. There was no pain on application of the band to the hemorrhoid.) And constipation (has tried suppositories and topical creams and this has made no improvement.). Previously administered products included for an unreported indication: citalopram. Concurrent conditions included sleep disturbance. Concomitant products included fluoxetine. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("constant pain"). In september 2014, the patient experienced abdominal pain ("severe abdominal pain"), abdominal tenderness ("abdominal tenderness"), vaginal haemorrhage ("vaginal bleeding"), vaginal disorder ("vaginal dysfunction"), rectal haemorrhage ("rectal bleeding"), functional gastrointestinal disorder ("rectal dysfunction") and urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced coital bleeding ("post coital bleeding"), 1 year 7 months after insertion of essure. On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In february 2016, the patient experienced abdominal pain lower ("lower abdominal pain"). On (B)(6) 2017, the patient experienced urticaria ("mild urticarial rash/ widespread florid urticarial rash"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), metrorrhagia ("bleeding in between periods/intermenstrual bleeding"), complication of device removal ("one essure device broken off and was embedded in uterus and could not be safely removed /difficulties removing"), pollakiuria ("increased urinary frequency"), micturition urgency ("increased urinary urgency"), stress incontinence ("stress incontinence"), adjustment disorder ("adjustment disorder") with depressed mood, anxiety and sleep disorder, stress urinary incontinence ("stress urinary incontinence secondary to pelvic floordys function"), pelvic floor dysfunction ("pelvic floor dysfunction") and urinary incontinence ("she leaks urine at specific times"). The patient was treated with chlorphenamine maleate (piriton), hydrocortisone, surgery (hysterectomy performed on (B)(6) 2017, laparoscopic fallopian tube removal on (B)(6) 2016 and laparoscopic hysterectomy) and laparoscopic bilateral salpingectomy. Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, embedded device, dyspareunia, pelvic pain, abdominal pain, abdominal tenderness, metrorrhagia, vaginal haemorrhage, vaginal disorder, complication of device removal, rectal haemorrhage, functional gastrointestinal disorder, urinary tract infection, pollakiuria, micturition urgency, stress incontinence, coital bleeding, abdominal pain lower, urticaria, stress urinary incontinence, pelvic floor dysfunction and urinary incontinence outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal tenderness, adjustment disorder, coital bleeding, complication of device removal, device breakage, dyspareunia, embedded device, functional gastrointestinal disorder, metrorrhagia, micturition urgency, pelvic floor dysfunction, pelvic pain, pollakiuria, rectal haemorrhage, stress incontinence, urinary incontinence, urinary tract infection, urticaria, vaginal disorder, vaginal haemorrhage and stress urinary incontinence to be related to essure. The reporter commented: the standard review at 3 months post insertion procedure, but first review in august 2015, some 16 months post procedure. Pathologist's report received a uterus and cervix weighing 124 g and measuring 90 x 55 x 45 mm. On sectioning a coil shaped fragment of foreign material was identified within the origin of the right fallopian tube. The left fallopian tube origin was unremarkable. On sectioning the cervix and uterus no abnormalities were identified. Histology of the cervix shows squamous metaplasia but no evidence of cin, cgin or invasive malignancy. Sections from the uterus show secretory phase endometrium but no hyperplasia or malignancy. A fragment of coil shaped foreign material was found at the origin of the right fallopian tube in keeping with the history of essure sterilization. The origin of both fallopian tubes appear dilated but there is no evidence of inflammation or foreign body reaction. Uterus secretory endometrium see above cervix no diagnosis. Insertion details: (B)(6) 2014 essure sterilization, uncomplicated visible coils: 5 left, 5 right removal details: (B)(6) 2016 laparoscopy with bilateral salpingectomy and removal of essure sterilization devices. Procedure completed without event. Diagnostic results (normal ranges are provided in parenthesis if available): scan - on (B)(6) 2014: the urinary bladder was moderately well filled and appears ultrasonically normal. The uterus was of normal size shape and position. The endometrium measures 3 mm both ovaries are seen and appear ultrasonically normal. No masses or fluid collections are demonstrated. Conclusion. A normal ultrasound study.; in august 2015: one of the essure springs was not where it meant to be; in september 2015: internal scan showed the right device had become distorted. Smear cervix - on (B)(6) 2014: borderline nuclear changes hpv 16, hpv 18 not detected but other hr-hpv detected; on (B)(6) 2014: severe dyskaryosis suggesting severe dysplasia (cin iii). Ultrasound scan vagina - on (B)(6) 2015: revealed a regular endometrium, right and left ovaries were normal with no free fluid. Confirmed good placement of the essure devices in both tubes.. X-ray - in november 2014: nothing abnormal was detected. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporters added to the case, initials updated from 'mm' to 'mam', medical history updated, lab data updated, fluoxetine added as concomitant medication, events' as reported updated, 'coital bleeding", "urticaria", 'lower abdominal pain','stress urinary incontinence', 'pelvic floor dysfunction', and 'urinary incontinence' event added, 'embedded device' and 'dyspareunia' non-drug treatment updated, "dyspareunia" seriousness updated to intervention required, 'piriton' and 'hydrocortisone' added as treatment, essure batch number added we received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a part of one of the springs broken off (during removal procedure)') and embedded device ('when I woke from the fallopian tube removal I was informed that some of the device had embedded in uterus') in a 34-year-old female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient seen for first review some 16 months post procedure" in (B)(6) 2015 and device physical property issue "right device had become distorted" (seriousness criteria medically significant and intervention required). The patient's concurrent conditions included sleep disturbance. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("constant pain"). In (B)(6) 2014, the patient experienced abdominal pain ("severe abdominal pain"), abdominal tenderness ("abdominal tenderness"), vaginal haemorrhage ("vaginal bleeding"), vaginal disorder ("vaginal dysfunction"), rectal haemorrhage ("rectal bleeding"), functional gastrointestinal disorder ("rectal dysfunction") and urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), metrorrhagia ("bleeding in between periods"), complication of device removal ("one essure device broken off and was embedded in uterus and could not be safely removed"), pollakiuria ("increased urinary frequency"), micturition urgency ("increased urinary urgency"), stress urinary incontinence ("stress incontinence") and adjustment disorder ("adjustment disorder") with depressed mood, anxiety and sleep disorder. The patient was treated with surgery (hysterectomy performed on (B)(6) 2017 and laparoscopic fallopian tube removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, embedded device, pelvic pain, abdominal pain, abdominal tenderness, dyspareunia, metrorrhagia, vaginal haemorrhage, vaginal disorder, complication of device removal, rectal haemorrhage, functional gastrointestinal disorder, urinary tract infection, pollakiuria, micturition urgency and stress urinary incontinence outcome was unknown. The reporter considered abdominal pain, abdominal tenderness, adjustment disorder, complication of device removal, device breakage, dyspareunia, embedded device, functional gastrointestinal disorder, metrorrhagia, micturition urgency, pelvic pain, pollakiuria, rectal haemorrhage, stress urinary incontinence, urinary tract infection, vaginal disorder and vaginal haemorrhage to be related to essure. The reporter commented: the standard review at 3 months post insertion procedure, but first review in (B)(6) 2015, some 16 months post procedure. Diagnostic results (normal ranges are provided in parenthesis if available): scan - in (B)(6) 2015: one of the essure springs was not where it meant to be; in (B)(6) 2015: internal scan showed the right device had become distorted. X-ray - in (B)(6) 2014: nothing abnormal was detected. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Amendment: the report was amended for the following reason: information from duplicate case (B)(4) was transferred to this case. Information added: reporter, date of birth and age, medical history, lab tests, events (a part of one of the springs broken off (during removal procedure), one essure device broken off and embedded in uterus and could not be safely removed, vaginal bleeding, rectal bleeding, vaginal dysfunction, rectal dysfunction, abdominal tenderness, severe abdominal pain, increased urinary frequency, increased urinary urgency, stress incontinence, dyspareunia, adjustment disorder (with low mood, anxiety, exacerbation of sleep disturbance), confirmation test performed 16 months post procedure). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device physical property issue ("upon giving me an internal scan it showed the right device had become distorted") and embedded device ("when I woke from this operation I was informed that some of the device had embedded it's self in uterus") in a female patient who received essure for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced device physical property issue (seriousness criteria medically significant and clinically significant/intervention required), embedded device (seriousness criteria medically significant and clinically significant/intervention required), pain ("constant pain") and metrorrhagia ("bleeding in between periods"). The patient was treated with surgery (laparoscopic fallopian tube removal was done on (B)(6) 2016) and surgery (laparoscopic hysterectomy will be done to remove this). Essure was withdrawn. At the time of the report, the device physical property issue, embedded device, pain and metrorrhagia outcome was unknown. The reporter provided no causality assessment for device physical property issue, embedded device, pain and metrorrhagia with essure. Diagnostic results: internal scan showed the right device had become distorted. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: device physical property issue. The analysis in the global safety database revealed (B)(4) cases. Embedded device. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-feb-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this non-medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and upon giving her an internal scan it showed the right device had become distorted(seen as device physical property issue). She underwent laparoscopic fallopian tube removal 2 years after placement and when she woke from this operation she was informed that some of the device had embedded it's self in uterus and a laparoscopic hysterectomy will be done to remove the embedded device. The reported events are serious due to medical importance and anticipated in essure's reference safety information. Uterine partial perforation, seen as embedded device, may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, consumer had constant pain and a scan detected that right device was distorted; laparoscopic fallopian tube removal was done and during this procedure it was noted that device was embedded in her uterus and another procedure will be done to remove this. Although the exact mechanism of the reported embedment was not informed, given event's nature causality with the suspect insert cannot be excluded. Regarding the device physical property issue, considering its nature causality cannot be excluded. This case was regarded as incident, since a surgical intervention(laparoscopic fallopian tube removal) was required . According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be available, because health authority does not allow active follow-up.